Event description:
A probable infection at the implantable pulse generator (ipg) and lead sites was reported. There was some purulent drainage at the ipg site, fever reported by the patient, and tenderness at both the ipg and lead sites. There was not erythema. The patient was given bactrim ds on (B)(6) 2011. On (B)(6) 2011 it was reported that the hcp planned to remove the leads and explore the possible removal of the ipg.

Event description:
Additional information. The patient had yellowish discharge when she was examined on (B)(6) 2011. A week later, the system was explanted, and the patient recovered without sequela. The health care professional stated the severity of the event was mild, and the event was possibly related to device or therapy but not related to the implant procedure.

Manufacturer narrative:
(B)(4).